Event description:
The customer stated that the insulin pump gave an alarm during the manual prime and rewind process. Troubleshooting was performed, and the drive support cap was protruded. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. The insulin pump had cracked battery tube threads, reservoir tube lip, reservoir tube, reservoir tube window, case window display corner and scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.